Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes due to loss of contact or undersensing. It was noted that the electrocardiogram (ECG) was suspended for over an hour in one episode and the device was programmed on before implant. The icm remains in use. No patient complications have been reported as a result of this event.